Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase on its shock impedance measurements, with it currently been within range. Technical services (ts) was consulted and reviewed stored data. Ts noted this rv lead had a high out of range shock impedance measurement a few years prior. Ts discussed programming options. This device remains in service. No adverse patient effects were reported.